Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported initially that she lost her battery cap. Customer mentioned that a month ago she was hospitalized due to high blood glucose. Customer stated that was advised to see her doctor and stated that it was not insulin pump related. Customer's blood glucose was unknown. No further information provided.